Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete. This event has been recorded under (B)(4).

Event description:
It was reported that during surgery that the product didn't work at all when opened it and was leaking. Therefore, the surgeon used an alternative one to complete the surgery. There was no patient or operator harm.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. Review of the device history record could not be performed as no lot number was reported for this complaint. Product examination found that the unit would not function at all. Inside the battery pack, one of the batteries had leaked and corroded the adjacent battery contacts. See attached pictures. This complaint is confirmed. There were 0 closed complaints that used the same risk management file as part of their respective risk assessment. The scope of this search includes all part numbers contained within this risk management file. The event did not occur prior to first use of the product. The root cause cannot be specifically determined with the provided information.